Manufacturer narrative:
The provided medical records indicate that the patient had and was treated for adhesions and multiple recurrent hernias, which are known possible adverse events listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation; therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2011-00132 for information related to the composix kugel mesh implanted on (B)(6) 2009.

Event description:
Per provided medical records: on (B)(6) 2008: pt underwent large ventral hernia repair with mesh. Adhesions are taken down. On (B)(6) 2009: pt underwent exploratory laparotomy, repair of multiple ventral hernias with a composix graft, lysis of extensive adhesions involving the old mesh. In (B)(6) 2009: pt diagnosed with recurrent hernia. On (B)(6) 2010: patient underwent repair of recurrent incarcerated incisional hernia with ventrio mesh. On (B)(6) 2010: pt reports sharp pain right side abdomen.